Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed a failure analysis on the defective component. Carefusion was able to verify the customer¿s reported issue of the main board resetting. During the initial bench test, the main board¿s led¿s were blinking on & off while displaying ¿sram¿ due to cold soldering on the u13. Visual inspection did not reveal any anomalies. The main board was replaced by a authorized carefusion service technician to address the reported issue on october 1, 2015.

Event description:
It was reported by the customer that the ventilator is resetting. There was no report of any patient involvement or harm associated with this complaint.